Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm during insulin pump suspended insulin delivery due to sensor glucose value. Customer's blood glucose value was 80 mg/dl and sensor glucose level was 56 mg/dl at the time of incident. Customer declined to troubleshooting for sensor glucose versus blood glucose. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer states fill cannula was recorded in daily history. Customer states they performed a self-test and test did not pass and hardware low level failures alarm occurred. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The sensor will not be and insulin pump will be returned for analysis.